Event description:
Customer reported her insulin pump alarmed during an infusion set change. Customer's blood glucose is 143 mg/dl. The device was not bumped or dropped prior to the alarm. The drive support cap appears normal. The possible cause of the alarm is the force sensor did not detect the reservoir during the seating. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).